Event description:
It was reported that on (B)(6), while performing reaming for tfna, and using the 13.0mm medullary reamer head, the reaming head broke inside of the patient's femur into three pieces. Two were able to be removed, and one stayed inside the patient due to it being inside the bone, and not in a convenient location for removal. Reaming was stopped, and two fragments were retrieved. Reaming was then re-started with a smaller reamer head, and progressed to a 13.5 reamer head. Additional instruments were needed for removal, and one fragment stayed with the patient. Fragments generated. There were 10 minutes surgical delay. The procedure successfully completed. Patient outcome is unknown. This report is for one (1) 13.0mm medullary reamer head. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.